Event description:
During an open roux en y, the device cut but did not staple. The procedure took eight hrs. The pt had to receive a blood transfusion. The pt was released from the hosp and is doing fine.